Event description:
It was reported by service report that the jack was drifting. The alleged issue of the stretcher drifting could not be confirmed by the technician. No patient involvement or adverse consequences are reported.